Event description:
During the second attempt to cross the aortic valve, the catheter kinked 2-3" from the pigtail curve. Subsequent attempts to staighten the catheter with and without a guidewire were unsuccessful. An attempt to remove the catheter resulted in its becoming stuck in the sheath and snapping in two places at the kink site. The leading end of the catheter remained stuck in the sheath and was removed together with the sheath. There was no reported injury to the pt.